Event description:
It was reported that, after a complex tkr surgery was performed due to the patient having severe varus deformity, the patient fell approximately two years ago and started to experience a varus instability. A revision surgery was performed on the (B)(6) 2022, where the surgeon opted to explant the lgn ps high flex xlpe sz 5-6 9mm for a for a constrained insert 11mm to address any instability issues. The surgeon also reconstructed the lateral collateral ligament, which he suspects was damaged from the fall 2 years prior. The patient is fit and healthy.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, a revision (exchange to a constrained insert) was performed in an otherwise healthy/fit adult due to varus instability following a fall approximately 2 years ago. Reportedly, the lateral collateral ligament was also repaired during the procedure, and the surgeon suspects it was also damaged in the fall 2 years prior. It was communicated that the requested clinical documentation is not available; however, reportedly, the surgeon does not fault the components. Without the requested clinical documentation, the root cause could not be further assessed. The patient impact beyond the reported instability and revision which included lc-ligament repair could not be determined. No further medical assessment could be rendered at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A review of the instructions for use for this device reveals varus-valgus deformity as a possible adverse effect in the corresponding section. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to procedural/user error, surgical complication or patient condition. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.